Event description:
Consumer complaint of low blood glucose results. Performed blood test - 118mg/dl results from memory were as follows: 26mg/dl, 21mg/dl, 26mg/dl, 24mg/dl, 27mg/dl and 114mg/dl. Caller states fasting readings are normally 90-100mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).